Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycles advanced to fill when slow or no flow condition occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failure to receive any acknowledgements, this MDR is being resubmitted on (B)(6) 2011.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(4) 2010 during drain cycle 4. The patient's drain volume was 4025ml. The fill volume was 2300ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was aware of the patient's excessive drain volumes. The nurse stated that the patient has been using 4.25% dianeal on the cycler. The patient was advised to not use this concentration on the cycler. The patient's ultrafiltrations have been evaluated by the clinic since and everything looks good. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.